Event description:
As reported: "nail broken off at lag screw hole. The patient has bone tumor due to breast cancer, and bone fusion is not originally expected. The fracture of the implant is unavoidable, but the fracture of the prophylactic implant has impaired the fixation of the fracture site, and revision surgery is planned on (B)(6) 2024."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Although the device and x-rays would have been necessary for a complete investigation, it was reported that, "the patient has bone tumor due to breast cancer, and bone fusion is not originally expected". Hence, even without any evidence it could be determined that the root cause of the reported event is patient related. The nail breakage most probably results directly or partially from the bone tumor from which the patient suffers. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "nail broken off at lag screw hole. The patient has bone tumor due to breast cancer, and bone fusion is not originally expected. The fracture of the implant is unavoidable, but the fracture of the prophylactic implant has impaired the fixation of the fracture site, and revision surgery is planned on (B)(6) 2024".